Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3219367, is 24g and product code is 383912, produced on 2023/08, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.no samples or pictures were returned,the defect status cannot be confirmed. 3.take the retained sample of this batch for needle penetration force test,catheter tip penetration force test, catheter drag force test,lie distance test,cannula outer diameter test and catheter inner diameter test , no found abnormal, refer to attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary,due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint. H3 other text : see narrative

Event description:
10.29 at 13:00 while performing a puncture operation with an indwelling needle on a patient, the nurse noticed that the safety indwelling needle cannula in use was torn and immediately removed the indwelling needle and replaced it with a new one for the puncture operation

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn-cap y catheter was defective/damaged the following information was provided by the initial reporter; (B)(6) at 13:00 while performing a puncture operation with an indwelling needle on a patient, the nurse noticed that the safety indwelling needle cannula in use was torn and immediately removed the indwelling needle and replaced it with a new one for the puncture operation